Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reportedly there was no patient involvement device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: february 17, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the thread of the tip of a driving cap broke. The fragment cannot be removed from the insertion handle. It is unknown when the issue occurred, but no patient involvement was reported. Reported concomitant devices: radiolucent insertion handle (part: 03.010.486, lot: 8183884, quantity: 1) this is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. The investigation of the complained device; part # 03.010.523 / 8718703 has shown that the threaded tip is broken off. Further investigation has shown that on the head heavy hammer blows visible. We can only assume that for the breakage may have been insufficient connection with the inserter. If the connection is not tight, the forces while hammering may cause the breakage of the threaded tip. Since we are not aware of exactly circumstances during the surgery we suppose that a mechanical overloading situation must have led to the breakage and also considering of the age of this instrument and multiple use has played for this occurrence (stress fracture). The investigation of the insertion handle part # 03.010.486 / 8183884) has shown that the tip of driving cap is stuck in the threaded hole. The instrument was analyzed for conformance to print specifications, as well as the device history records were researched. No abnormal findings were identified. The device was used many times also visible on the surfaces of various hammer hits. Based on these findings, we conclude that the cause of failure is not due to any manufacturing non-conformances and we therefore assume that a mechanical overload situation led to the breakage of the driving cap. Complaint is disposed as confirmed due to evidence that part is broken, but it's considered not valid for manufacturing standpoint because there is no evidence of issues manufacturing related. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.